Event description:
It was reported that while using the ilet, the user experienced persistent hyperglycemia after running out of insulin overnight, changing supplies in the morning, eating breakfast soon after. High glucose alerts occurred and ems transported the user to an emergency department where treatment, including IV therapy, was provided, and the ilet was discontinued with user reverting to multiple daily injections (mdi). Symptoms included hyperglycemia with dizziness and blood glucose readings up to 540 mg/dl. Outcomes included serious illness/impairment and unexpected medical intervention with medication required. Investigation included communication with the user and analysis of information provided by the user or a third party. Investigation of this case revealed no device problem found, and a usage problem consistent with the user not reverting to alternative therapy in a timely manner once the ilet stopped dosing. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.